Event description:
Note: reference (B)(4) is not registered in the united states. The u.s. Similar device is product reference (B)(4). A customer from portugal notified biomérieux of obtaining false negative results for a sample from a female patient in association with the vidas® rub igg ii 60 tests (ref. (B)(4), lot 1007848650). Initial testing using lot 1007848650 obtained a result of 7 ui/ml, negative. The customer confirmed the expected result was positive based on the patient¿s clinical history. The patient¿s previous vidas rub igg result was 56.3 ui/ml, positive. The customer repeated testing on the current and previously known positive sample using lot 1007848650. The results were as follows: current patient sample result - 9 ui/ml, negative. Previous patient sample result - 15 ui/ml, positive. The customer also tested the current sample using the roche test method; and obtained the result of 41.5 ui/ml, positive. The customer stated the most recent qcv tests obtained passing results. It is unknown if the patient was or was not pregnant. There is no indication or report from the laboratory or physician that this incident has led to any adverse event related to the patient's state of health.

Manufacturer narrative:
This report was initially submitted following notification from a customer in portugal obtaining false negative results for a sample from a female patient in association with the vidas® rub igg ii 60 tests (ref. (B)(4), lot 1007848650). The customer also tested the sample using the roche test method, and obtained the result of 41.5 ui/ml, positive. The investigation included the review of batch history records and trend analysis. There were no other complaints, capas, or nonconformities on this batch for the same issue. The analysis of the batch history records showed no anomalies during the manufacturing, quality control, and packaging processes. A study of five (5) internal samples¿ control charts with different concentrations was performed on six (6) vidas® rbgii lots, including the lot mentioned by the customer (1007848650). All the results were within specifications. No anomalies were found. The customer lot was in line with the other lots observed. Two (2) samples ((B)(4) and (B)(4)) were received from the customer as requested by biomerieux. The complaint laboratory tested the 2 returned samples with retain kit vidas® rub igg ii 1007848650/210115-0, and with another vidas® rbgii lot 1007754110 / 201118-0. The results were the same for the two vidas® rbgii lots: sample pc25006: equivocal. Sample pc40233: negative. The sample (B)(4) was sent to an external laboratory and tested with technique chemiluminescence, liaison diasorin, and the result was equivocal. There was no change of interpretation between vidas® and liaison. There is no reconsideration of the performance of vidas® rub igg ii lot 1007848650/210115-0. Without information regarding the patient's clinical history, biomerieux cannot explain the discrepancy interpretation between the techniques vidas®, liaison and the technique roche.see section h10.